Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. It was noted that there was no button error alarm, no ramping numbers, or scroll bar moving on its own. The pump was received with a minor scratched lcd window and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 98 mg/dl. Customer stated that when she pressed the up arrow, the amount kept rising and would not stop. Customer was trying to give insulin and was eating. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.